Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse discovered that the wash guides were leaking. The fse replaced the wash guides and then ran quality controls, all of which were within range. The fse also set up the instrument to flag duplicate results that do not correlate. The cause of the discordant, falsely elevated troponin result was a malfunction of the wash guides. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on an advia centaur cp instrument. The sample was run in duplicate, and the replicates did not match. The average of the results was reported to the physician(s), who questioned the result. The sample was rerun in duplicate twice, and the rerun results all matched. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.